Manufacturer narrative:
.

Event description:
The customer reported the circuit test fails; the ventilator does not read return tidal volumes when in patient use. The customer reported patient involvement and no patient harm.